Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate mobile power unit (mpu) (serial number (B)(6) alarming with the green light and a yellow wrench visual alarm was not confirmed. The mpu was returned and evaluated at the service depot on (B)(6) 2022. During the evaluation, the unit was powered on for several days without issue during the run time, the ac power was removed from the unit in an tempt to replicate the reported issue of the green light with a yellow wrench; however, the issue was not able to be replicated. The mpu operated as intended. A functional test was completed on the unit and the unit passed all steps without issue. The unit will be returning to the customer. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the mpu alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 08sep2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mobile power unit (mpu) was alarming immediately after they disconnected and switched to batteries. The alarms continued after the patient unplugged the mpu from the wall, but stopped once the battery was removed from the mpu. When plugged in, the green light with a yellow wrench were displayed. The patient was given a loaner mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.